Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue. Fse replaced patient side manipulator (psm) 2 on the single port system. Fse also noticed that onsite was not posting and saw physical damage to the rj45 connector and replaced it. System was now posting logs. System passed verification and testing. As of the date of this report, the psm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the arm pod was not recognizing the instrument. The caller described experiencing the same issue previously and was unable to get the instrument to engage with the arm. The intuitive surgical, inc. (Isi) technical service engineer (tse) attempted to view system logs but was unable to connect to the system remotely during the call. The caller had already tried reseating both the instrument and the sterile adapter but continued to receive a message instructing them to remove and re-install the instrument. The sterile adapter was engaging, but the instrument was still not engaging with arm 2. The call ended abruptly and attempts to re-establish contact were unsuccessful. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
The patient side manipulator (psm) has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. During visual inspection, the retention plate left spring pin was seen broken off from the psm. As a result of these findings, fa has concluded that the retention plate left spring pin is the root cause of the reported event. The probable root cause is attributed to the retention plate left spring pin.

Event description:
Refer to h11 for follow-up information.